Event description:
Treatment of a middle cerebral artery (mca) aneurysm. It was reported that the pipeline was maneuvered through a tortuous anatomy and deployed, but the distal end was stuck in the capture coil. The pipeline eventually was released by the capture coil after manipulation of the guide catheter and balloon. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pushwire was returned with the marksman catheter. The catheter was damaged and flattened in several locations. The evaluation could not determine the cause of the event. (B)(4).